Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The manufacturer¿s field service engineer (fse) confirmed the pipeline leaks (patient circuit leaks). Customer has replaced with spare they already had to resolve this issue. The unit has been returned to clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported error: the near end monitoring pressure is on the low side, the air leakage quantity is high.